Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code during in-clinic interrogation. Device save to disk data was sent to technical services (ts) for analysis which revealed that the bd alert was due to a large number of magnet applications. The code can be reset and no further actions were recommended. It was also noted that updates to this device were slow due to poor internet connection. No adverse patient effects were reported. Currently, this s-ICD remains in service.